Manufacturer narrative:
The beckman coulter customer technical support advised the customer to return the unit. The distributor, (B)(4), supplied a replacement centrifuge unit to the customer to resolve the issue. The centrifuge was received for further investigation and damage to the centrifuge lid hinge caused by the broken rt12 was observed. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer stated the rt12 rotor broke and escaped during centrifugation from their statspin ssvt-1 centrifuge unit. The customer confirmed the safety shield was in use at the time of the event. There is no report of injury to the operator due to this event and no medical attention was needed.